Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf2. In the event reported it was stated that there was a spot in the image. The anomaly was detected in the workshop during inspection process. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is not distributed in the united states, therefore 510k is not applicable. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.